Manufacturer narrative:
G4:19dec2020 b4:(B)(6)2021 this issue was found during setup for patient use, not while on a patient, with no delay to therapy as they had backup ventilators on standby. The authorized service personnel (asp) reported that the fault phenomenon is the boot alarm 35v power failure, the power management board problem. The asp replaced the power management (pm) board per field change order performed per philips healthcare instructions. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17nov2020.

Event description:
The customer reported cable fault. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.